Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and customer had high blood glucose. The customer's blood glucose was 400mg/dl. Customer was able to completed pump rewind. The customer was advised to discontinue use of pump and revert to back up plan.

Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery test due to the motor error alarm. The pump was received with normal operating currents and passed the unexpected restart or self-tests. The pump passed the motor test. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.